Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned for analysis since it was discarded at facility. A media image was received from the reporter that revealed the wire was kinked, but was not able to confirm the reported detachment. H6: device codes: updated. H6: component codes: updated. H6: evaluation method codes: updated. H6: evaluation result codes: updated.

Event description:
It was reported that hub detachment occurred. A accustick ii was selected for use. During the procedure, it was noted that the wire got broken. The device was removed and the procedure was completed with an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned for analysis since it was discarded at facility. A media image was received from the reporter that revealed the wire was kinked, but was not able to confirm the reported detachment.

Event description:
It was reported that hub detachment occurred. A accustick ii was selected for use. During the procedure, it was noted that the wire got broken. The device was removed and the procedure was completed with an alternate device. There were no patient complications as a result of this event.